Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the non calcified, moderately tortuous mid left main coronary artery (lmca) to the distal left circumflex (lcx). The physician was able to place a 2.5 x 24mm taxus element stent in the distal lcx to the mid part of the proximal lcx. Then a 2.75 x 28mm taxus element stent was then placed in the mid part of the proximal lcx to the mid part of the lmca. A 2.5 x 12mm nc quantum apex balloon catheter was used to post dilate both of the implanted stents. The physician then advanced a guide wire toward the left anterior descending (lad) and attempted to cross the placed stents with a 2.0 x 15mm balloon catheter, at which time the physician noticed the 2.75 x 28mm stent appeared to have shortened 10mm. The balloon catheter was inflated and a non bsc drug eluding stent was implanted to cover the previously placed stent shortened in the lmca. There were no further patient complications and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).